Event description:
It was reported in a journal article studying non-MRI conditional device function after a magnetic resonance imaging (MRI) scan that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received shocks from the device for one episode of sinus tachycardia. This occurred two months after the MRI; it was also noted that at 1.3, 2.3, and 2.6 years post-MRI, the patient received appropriate anti-tachycardia pacing (atp) therapy for monomorphic ventricular tachycardia (mvt). No adverse patient effects were reported. No further information about the inappropriate shock episode was available. The patient was found dead at home 2.6 years after the MRI. It was noted that no autopsy was performed and the crt-d was not returned for post-mortem analysis. The journal article summarizes that non-MRI conditional devices still function as expected following a MRI scan.

Manufacturer narrative:
A request was made for the journal article author to provide the model/serial numbers for the crt-d, but to date, no additional information has been provided. If pertinent information is provided in the future, a supplemental report will be submitted.